Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that a patient discovered 2 needles in a syringe after injected. To aid in the investigation, one sample and two photos were provided for evaluation by our quality team. The sample came connected to a syringe and has the plastic shield. A visual inspection was performed and the needle assembly has a double needle glued with white epoxy. No other defects or imperfections were observed. This defect can occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. A device history record review was completed for provided material number 305109, lot number 9350591. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle.

Event description:
It was reported that the needle 27x1/2 rb experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: a patient discovered 2 needles in a syringe after injected.